Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric restenosed lesion with mild tortuosity in the proximal circumflex (cx) artery. The 3.0 x 8 mm nc trek balloon catheter was soaked prior to use and prepped outside the anatomy. The nc trek balloon was used 3 times for pre-dilatation and post-dilatation. On the third inflation, the balloon would not hold pressure at 18 atmosphere (atm). Contrast was escaping and loss of gauge pressure was noted. The device was removed from the patient anatomy and inspection revealed a pinhole in the balloon in which contrast was leaking from. Additionally, the nc trek had a kink in the shaft 60 cm proximal from the distal tip; however, this did not affect performance. Reportedly, the physician did not feel the balloon was at fault given its extensive use. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.